Manufacturer narrative:
The insulin pump passed displacement, prime, and excessive no delivery tests. No excessive no delivery alarm noted. However, the insulin pump was received with cracked reservoir tube lip and cracked case near the display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. Blood glucose level at the time of the incident was 190 mg/dl. The customer declined troubleshooting and stated that he had gone through six infusion sets that day. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.